Event description:
It was reported that during a routine check of the epg (external pulse generator), the biomedical engineer found that there were segments missing on the lower display. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that during a routine check of the epg (external pulse generator), the biomedical engineer found that there were segments missing on the lower display. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported the biomed was doing routine checkout of the device and found that there are segments missing on the lower display. The device is being returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification, that it was missing segments. Analysis also found the upper and lower cases broken, the battery contacts compressed, the ring and one side bail were bent and the battery drawer was broken. (B)(4).